Manufacturer narrative:
Date of incident is estimated as (B)(6) 2013, as this is the date that the MFR was made aware of event. Event reported as occurring "sometime in (B)(6)". Investigation pending.

Event description:
Consumer alleged potential false negative hcg one step home pregnancy urine test results in comparison to a positive result on an unspecified name brand pregnancy test. Consumer reports that first morning urine was used on the first day of her missed menstrual cycle and the result was negative for pregnancy on the hcg one step home pregnancy urine test. On the fourth day of her missed menstrual cycle, an add'l hcg one step home pregnancy urine test was performed, which showed a negative result. The unspecified name brand pregnancy test result, which was administered within an hour of the hcg one step home pregnancy urine test, showed a positive result. The pregnancy was confirmed by her physician. There was no reported adverse pt sequela. There was no add'l info provided.